Event description:
It was reported that the patient experienced increased pain at the implantable pulse generator (ipg) site when stimulation was both on and off. The physician assessed the pain may be potential nerve irritation from the spinal cord stimulator ipg site. The patient was administered lignocaine patches which worked well for the pain, however, was costly for the patient. The patient had completed some hip mobility exercises, and since then has had increased pain in the buttock and is having issues bearing weight on that leg. The patient presented to the emergency room due to increasing pain and was discharged with pain relief. Additional information was received which confirmed this was a clinical study patient and the event was previously reported. See MFR. Report # 3006630150-2024-02759.

Manufacturer narrative:
Additional suspect medical device components involved in the event: brand name: infinion cx. Upn: m365sc2317700. Model: sc-2317-70. Serial: (B)(6). Batch: 5155572. Brand name: infinion cx. Upn: m365sc2317700. Model: sc-2317-70. Serial: (B)(6). Batch: 7079216.

Event description:
It was reported that the patient experienced increased pain at the implantable pulse generator (ipg) site when stimulation was both on and off. The physician assessed the pain may be potential nerve irritation from the spinal cord stimulator ipg site. The patient was administered lignocaine patches which worked well for the pain, however, was costly for the patient. The patient had then completed some hip mobility exercises, and since then has had increased pain in the buttock and is having issues bearing weight on that leg. The patient presented to the emergency room due to increasing pain and was discharged with pain relief.

Manufacturer narrative:
Additional suspect medical device components involved in the event: brand name: infinion cx upn: m365sc2317700, model: sc-2317-70, serial: (b)6),batch: (B)(6). Brand name: infinion cx, upn: m365sc2317700, model: sc-2317-70, serial: (B)(6), batch: (B)(6).